Event description:
It was reported that the patient had a warm, burning feeling around the device and a patient alert was recognized. The device could not be interrogated and there may have been premature battery depletion. It was also reported that the device pocket was pompous and red. The device was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the device was not analyzed due to a pending legal case.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): preliminary analysis indicated the battery did internally short in the area near the anode tab. Further analysis was completed using an x-ray computed tomography (CT scan) technique. An internal short occurred due to a bent/twisted anode tab. During battery manufacturing, one edge of the anode tab became bent or twisted toward the adjacent cathode in segment 1 of the coiled assembly. As the battery discharged, the cathode swelled and pressed against the bent edge of the anode tab. This caused a breach in the separators causing the internal short.

Event description:
It was reported that the patient had a warm, burning feeling around the device and a patient alert was recognized. The device could not be interrogated and there may have been premature battery depletion. It was also reported that the device pocket was pompous and red. The device was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.